Event description:
Hands on caregiver had resident on stretcher cart giving her a shower and (per caregiver's statement) "when pulling cart out of shower stall the cart flipped on its side." Resident rolled into the rails, however, the sides of the shower stall prevented the card from falling all the way to the floor. Resident was immediately examined by rn in the area and the physician. Resident was returned to bed, reexamined and x-rays ordered. No evidence of fracture involving the visualized bones. Visible injuries noted at the time were facial bruising, 0.3 cm x 0.5 cm laceration on right elbow, 10 cm x 6 cm bruise of right eye, dark discoloration of right foot, second digit on right hand with swollen/bruised knuckle, and lateral side of right knee bruised. Stretcher cart was examined on the spot and all components were in working condition, wheels turned freely, wheels locked properly, safety/side rails were up and locked in position.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.